Event description:
On event date, the international distributor informed the MFR's international rep who informed the MFR of the following: shunt tested as normal, no problems seen. Shunt inserted and slipped out after both balloons inflated. Shunt repositioned and torrential bleed, so shunt removed and balloon leak discovered on large balloon.